Event description:
The customer reported receiving a motor error on his insulin pump while attempting a bolus delivery. The customer's blood glucose was 170mg/dl. The customer stated he does use the sensor feature and it was explained that a false motor error alarm may be caused by viewing the sensor glucose graph while the insulin pump delivers a bolus. The customer was able to rewind the pump. He was advised to discontinue use of the insulin pump and to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.